Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized with a blood glucose of over 600 mg/dl and ketones. Reportedly, the customer received an incomplete bolus alert as they had not completed a bolus request. Customer was treated with intravenous fluids of saline, insulin and potassium. The customer was released (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.